Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were stiff due to visible mineralization on the outflow. Tissue deterioration due to visible mineralization was observed on all cusps. Most of the left cusp appeared to have been removed during explant. Tissue deterioration due to mineralization was noted on all commissures. Remnants of pannus were noted on the tissue and base stitching adjacent to the left cusp with trace mineralization in all inferior coaptive areas. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed mineralization in the existing left cusp, the right and non-coronary cusps and all commissures. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that six months following the implant of this bioprosthetic valve, the valve was explanted due to cuspal tears and pannus formation on the valve. The valve was explanted with no adverse patient effects.

Manufacturer narrative:
Device serial number corrected. Additional information was received that the patient had tested positive for (B)(6) and the patient's urine tested positive for (B)(6). The physician believed the infection was related to the patient's ulcers and dental problems.